Manufacturer narrative:
(B)(4). Baxter received and evaluated the device, which was out of specification in relation to the reported system error 105. The eval confirmed and reproduced the reported symptom system error 105, which was caused by a failed motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.